Manufacturer narrative:
No complaint received with return of device. Failure (event) observed during analysis. External insulation abrasion was noted at 9.2-9.5cm from the distal tip electrode, consistent with lead friction to another device or heart feature. Externalized conductors due to internal insulation abrasion were noted at 9.8-12.5cm from the distal tip electrode. The etfe coating was intact at these locations. Externalized conductors due to external insulation abrasion were noted at 15.7-18.6cm from the distal tip electrode, consistent with lead friction to another device or heart feature. The etfe coating was abraded at this location.

Event description:
This report is to advise of an event observed during analysis.